Event description:
The account alleged that the bed will run down on its own if lock outs are taken off. No pt impact.

Manufacturer narrative:
The account tried isolating the side rails and the issue remained. The account unplugged the test port from the logic and high voltage board and the bed stopped moving down. The tech gave the account the part number for the test port cable assembly. No further info is available on the repair of the bed at this time.